Manufacturer narrative:
Patient information was refused to be provided by the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the cables on the pc were reset. The imaging system then passed the system checkout and was found to be fully functional. The mobile view station (mvs) computer, the display and a cable were returned unused. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. It was reported that the mobile view station (mvs) monitor was flickering black and blue. The manufacturer representative (mr) tried to reseat the cables in the back of the monitor and reboot the system with no resolve. It was recommended that an external monitor be used for the case. The surgery was completed without the imaging and there was no reported impact on patient outcome.